Event description:
I had a mesh in 2 separate hernia operations. When I was examined by another surgeon, he was reluctant to operate; he normally performed laser surgery, but for the first time he informed me that the mesh interlocks with itself and surrounding tissue, making it virtually impossible to maneuver the laser. I subsequently went for an MRI of my groin area, and when the machine started, I experienced severe pain (I normally have a high threshold for pain) and felt that my testicles were going to be seriously damaged. I summoned the tech, who informed the physician. He said that he never had such a case, but he decided to perform a CT scan in lieu of the MRI, which was uneventful. The experience was frightening and, of course, painful, and I believe that the device leaves me with fewer options for future treatment.